Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer changed pump supplies to resolve the issue. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Customer required assistance addressing bg level with a manual injection.